Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "we had a patient that would break at the same point every 3-4 days. With research we found the tubing on the needle is not compatible with bincyto. It leaches through the tubing. For subsequent patients we have only used gripper plus power port needles." It is currently known how many times the break occurred.